Event description:
It was reported that the bravo capsule fell off the delivery system prior to calibration and was not used in a pt.

Manufacturer narrative:
Final device analysis suggested that the device was used in a pt and that it did not attach to the esophagus. There were no significant anomalies. There was not enough info to determine the root cause of the failure. The device was returned with the capsule separate from the delivery system. The capsule trocar needle failed to advance and the analyst was able to easily advance it. Blood and saliva were present on the proboscis. The plunger was fully depressed and retracted. There were bends in both the push and pull wires.